Manufacturer narrative:
This endograft remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Seven years post implant, aaa sac enlargement was identified, however, the patient refused a follow up angiogram to assess the sac enlargement. To date, no adverse patient effects were reported.